Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of air in the syringe of the monitoring kit. It was reported that the last contrast media injection was drawn into the syringe and "large air bubbles" were noted in the syringe. Reportedly, the syringe was replaced and the "problem was corrected". There were no reported adverse patient effects and no medical interventions required. Though requested, no additional information was provided.